Event description:
The customer reported a liquid leak from the coulter coulter lh 500 hematology analyzer during start up; the back wash cup was overflowing. The volume of the leak was unknown and the leak was not contained within the instrument. The backwash cup may have the presence of blood, diluent and cleaner. The operator was wearing personal protective equipment (ppe) consisting of coat and gloves when the leak was discovered. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The does have a risk management / exposure control plan is in place and the customer reviewed the msds. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place.

Manufacturer narrative:
No discrepant patient results were generated. Based on the information available, the exact cause of the event could not be determined; therefore, the potential to cause discrepant results could not be determined. Failure mode: the cause of the leak is unknown. Service was dispatched and the field service engineer' s investigational findings are pending (B)(4).